Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had an unspecified contamination. The issue was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report (3002808148-2025-05850) was sent in error. This report is submitted to retract 3002808148-2025-05850. Updated information: there was no contamination reported for this device, it was marked in error. This would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
Additional information received from customer. No contamination: reported in error.